Event description:
It was reported that during remote follow up, oversensing noise was noted on the patient's right ventricle (rv) lead. Programming changes were discussed, no changes or interventions were reported. The patient's condition was stable.